Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 76 mg/dl. The customer stated that she wears the insulin pump in her pants and may have exposed the device to sweat, as a result. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and battery tube threads, minor scratched lcd window and missing end cap sticker.